Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00660 and 3005168196-2019-00661.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the first smart coil into the target vessel using a non-penumbra microcatheter and reported that the smart coil would not detach using the handle. It was also reported that the smart coil did not detach manually. The smart coil was therefore removed and was no longer used in the procedure. The physician then advanced another smart coil into the target vessel and the same issue occurred. This smart coil was also removed and was no longer used in the procedure. Additionally, the handle was removed and was no longer used in the procedure. The procedure was completed using four non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. During functional testing, the smart coil pusher assembly was straightened on the table. The returned handle was attached to the proximal end of the pusher assembly an actuated. The embolization coil detached from its pusher assembly without an issue. The smart coil was returned with the pet lock intact, which indicates an improper attempt or no attempt was made to detach the coil. Therefore, the smart coil was not functionally tested for the reported detachment issue. Conclusions: evaluation of the returned handle revealed that the device was functional. The handle was tested on the handle fixture and performed within specification. Evaluation of the first returned smart coil revealed that the pet lock was broken, and the embolization coil was detached from its pusher assembly. If the pet lock is broken on the proximal end of the pusher assembly and the pull wire is retracted out of its ddt, the embolization coil will detach from its pusher assembly. Due to the smart coil being returned with the embolization coil detached from its pusher assembly, the root cause of the reported detachment issue could not be determined. Further evaluation of the returned smart coil revealed that the braided material on the distal section of the pusher assembly was exposed. The root cause of this damage could not be determined. Evaluation of the second returned smart coil revealed that the pet lock and embolization coil were intact with its pusher assembly. If the handle is not properly seated on the proximal end of the pusher assembly during an attempt to detach the coil, the pet lock will remain intact and the pull wire will not be retracted out of the ddt. Once the pull wire is retracted out of the ddt the coil will be released from its pusher assembly. The cause of the reported detachment issue is the pet lock was not broken and the pull wire was not retracted. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2019-00660. 2.3005168196-2019-00661.